Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. It was reported that blood glucose levels did not decrease when administering insulin through the device. The customer was admitted into the hospital for hyperglycemia. The blood glucose results and treatment obtained at the hospital was not provided. The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. The customer's current condition is stable.